Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported suture retrieval issue and difficult to remove were confirmed. The reported unusual feeling could not be replicated as it was likely based on operational circumstances. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported experience of needle to cuff miss, unusual feeling, difficult to remove and foreign body in patient appears to be related to user error as no angiogram was performed. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. No femoral angiogram was performed. Reportedly, when the proglide plunger was depressed, the physician felt an unusual feeling. A anterior cuff miss occurred. The proglide device was removed, however, the suture and link could not be removed from the patient. A second proglide device was used to achieve hemostasis. Later, the link was cut under skin. A part of the link remains in the puncture site. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.